Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19017. Related manufacturer reference number: 1627487-2021-19018. Related manufacturer reference number: 1627487-2021-19024. It was reported that, in pre-op for the patient's ipg replacement procedure, testing revealed that all four of the patient's leads were exhibiting high impedances. As a result, the physician replaced the patient's entire system. Surgical intervention resolved the issue.